Manufacturer narrative:
Concomitant product(s): a 694765 lead, implanted: (B)(6) 2009. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert was triggered on the right ventricular (rv) lead as the impedance on the rv defibrillation and superior vena cava (svc) coils were high. It was also noted that there was a possible fracture on the rv lead and that the impedance on the rv coil was varying. The left ventricular (lv) lead programmed lv tip to rv coil was also noted to have high impedance. The rv lead was capped and replaced. The lv lead remains in use. No patient complications have been reported as a result of this event.